Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement was used. On (B)(6) 2014, the patient had a bilateral total knee arthroplasty to address degenerative joint disease of bilateral knee. There were no complications noted during the procedure. Depuy components, including depuy patella were used. Competitor cement was also used. (Right sticker sheet page 8 of 16). On (B)(6) 2020, the patient had a right revision to address a failed right total knee arthroplasty with loose components and pain. The femoral implant had some erosion and fluid around the implant the femoral component was noted to be loose, unclear what interface. The tibial tray was loose at the implant/cement interface. The tibial tray was depuy components were implanted during this procedure. The femoral component, tibial tray, and insert were revised. No mention of the patella being revised. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.